Event description:
It was reported the patient received the following results within 15 minutes: 219 mg/dl at 8:30 am, 130 mg/dl at 8:31 am, 84 mg/dl at 8:32 am, 92 mg/dl at 8:33 am. The user tested later in the day and received the following results within 15 minutes: 144 mg/dl at 2:08 pm, 503 mg/dl at 2:09 pm.